Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error b30 is displayed on the monitor due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 scope communication error b30 displayed on monitor with 190 series scopes due to faulty printed circuit board, and dust was found inside the unit needed to be clean. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b-30 scope communication error code that comes on the screen after connecting the 190 scope. The issue was found during preventative maintenance. There were no reports of patient harm.